Event description:
It was reported that the flow rate was too fast. Infusion completed in 8 hours instead of 24 hours. No adverse event was reported. Fill volume 125 ml.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The device involved in this incident is expected; however, was not received for eval and investigation at the time of the report. Without the actual product, a complete analysis cannot be conducted. The device history record was reviewed for the lot and all manufacturing operations were found to meet specification. A review of the lot history found no other complaints for the reported lot number. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.